Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically during the pretest. Per additional information via email received from ibc on 08feb2022, based on the photo sample, there was a crack at the catheter.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically during the pretest. Per additional information via email received from ibc on 08feb2022, based on the photo sample, there was a crack at the catheter. Per additional information via email from ibc on 24feb2022, there was no complaint about crack, only asymmetrical balloon so the additional complaint was not needed.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.